Event description:
It was reported that the pump pump was not infusing proper amount. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone. (Ext) #(B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported infusing issue could not be duplicated. No action was taken related to the inaccurate delivery issue as the issue was not confirmed. The dso seal was replaced to address the degradation issue.